Manufacturer narrative:
(B)(4). Devices not received, log review only. Biomed has requested an event log review. All effected equipment has been requested. Customer has provided the event logs and the data set has been requested. A report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Biomed requests event log review to determine pump function and alarms between (B)(6) 2013 5pm and (B)(6) 2013 12pm. Rn reported 1000ml of a drug to be given. Pump displayed "infusion complete" rn observed that the line was clamped and the medication was reported to have remained in the bag. There was no patient harm or medical intervention. Although requested, no further patient/event information was provided.